Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump console did not display the flow rate during a procedure. There was no patient injury. A sorin group field service representative evaluated the unit on-site and could not reproduce the reported issue. The control panel was replaced as a precaution and the replaced device was returned to sorin group deutschland for further investigation. Visual inspection of the returned control panel did not identify any abnormalities or defects. The panel was connected to the s3 test bench and was tested at various rpm values without issue. The panel cable was inspected and no issues were found. The unit underwent temperature stress testing in a climate chamber without issue. A test run of more than 2 days did not reproduce the reported issue. The unit was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump console did not display the flow rate during a procedure. There was no patient injury. A sorin group field service representative was dispatched to the facility to investigate, but was unable to reproduce the reported issue. The control panel was replaced as a precaution and the unit was tested. No issues were found and the unit was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump console did not display the flow rate during a procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The date of manufacture provided in the initial report was incorrect. The correct date of manufacture is 11/13/2015.